Event description:
During a check-out procedure of a ventilator at the manufacturer's service center, a failure of the device to charge its internal battery was observed. The device was not in patient use. The device's internal battery was replaced to address the issue. During the evaluation of the device, a "service required" code was observed in the ventilator's downloaded error log. The device's power management board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the sensor board. The sensor board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the sensor board failing was due to flow sensor (mt5) being out of tolerance.